Event description:
Reporter stated that his portable oxygen concentrator is too loud and alarms when it shouldn't and sometimes shuts off itself. He also stated that the device does not give adequate oxygen and he sometimes has to change the mode to pulse.